Manufacturer narrative:
The device was received deployed with the formed needle exposed. Upon opening the device, the formed needle was found to be dislodged from the slide retract, and damage was observed to the slide retract indicating the hard cannula was incorrectly installed. Incorrectly installation of the formed needle resulted in the exposed needle as reported. Blood residue was also noted on the adhesive pad fibers. Data downloaded from the device also showed that the device ran to an empty reservoir and generated a 0x18. It was confirmed that the reservoir was empty. No other abnormalities were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod for longer than 48 hours it was noticed that the needle did not retract back into the pod as intended.